Event description:
During surgery over the last three months seven (7) hemolok clip appliers have been reported as having malfunctioned. All of the reports indicate that the hemolok device misfired, or did not function as intended. The recent increase in volume of malfunctions of these appliers is the motivation behind this report. Working to get the devices we have in our lab returned to the manufacturer for failure analysis.